Manufacturer narrative:
Additional information.

Event description:
Additional information received noting the event of the high intraocular pressure recovered. The previously reported event of glaucoma was clarified as "onset of glaucomatocyclitic crisis" in the eye.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event and patient details has been requested. No additional information is available at this time. The events of high intraocular pressure, glaucoma progression, corneal edema, hyperemia, and iritis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
A clinical patient with a xen 45 gel stent implanted in the left eye experienced hyperaemia of conjucntiva roughly a month after impant. This occurrence ended after two months and a separate occurrence of marked conjunctival hyperaemia was noted. Patient also experienced the events of corneal haze edema and glaucoma progression in the left eye roughly 8 months after implant. No treatment was noted for the corneal haze edema, however the glaucoma progression was treated with a combined operation and medication and resolved five days later, and on this same day a mild anterior chamber flare (+) began. Roughly 11 months after implant, it was noted that the iop was now "out of control" following the operation used to treat the glaucoma previously noted. The iop was noted as 30.2mmhg at this time and the patient was hospitalized and started lexofloxacin eye drops, pranoprofen eye drops, brinzolamide eye drops, brimonidine eye drops, carteolol hydrochloride eye drops, and latanaprost eye drops. The patient underwent a bleb separation procedure the next day and was discharged. The patient ultimately returned to the hospital roughly three weeks later due to continued ocular hypertension as the iop in the left eye was noted as 26 mmhg. Patient then underwent a trabeculectomy with mitomycin c combined with a gonioplasty the next day. A day later, patient was discharged from the hospital with an iop of 14.2mmhg and improvement of the event. Patient began use of levofloxacin eye drops, tobramycin dexamethasone eye drops, and tobramycin dexamethasone ointment for further treatment.

Event description:
Additional information was received noting the event of "corneal epithelial defect (viral corneal infection is possible)" ended 2 weeks after beginning and is fully recovered/resolved.

Manufacturer narrative:
Additional information: b5.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additional information received noting the event of the high intraocular pressure recovered. The previously reported event of glaucoma was clarified as "onset of glaucomatocyclitic crisis" in the eye.

Event description:
Additional information was received noting the event of loss of control of intraocular pressure occurred approximately 2 and a half months after xen was implanted. Treatment was noted as concomitant operation performed. The event resolved 11 days after date of onset.

Event description:
Additional information received. Noting, that the patient also experienced corneal epithelial defect (viral corneal infection is possible). Starting roughly (B)(6) months after implant. Severity was mild. And treatment was noted, as combined medication.